Manufacturer narrative:
Due to characterization limit e1 event site city: (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted complaint record ID (B)(4).

Event description:
It was reported that the transray plus 35cc had balloon rupture. After the rupture was discovered, the balloon was removed. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The leak found on the catheter tubing appears to be a puncture this may have occurred from the non maquet sheath causing the penetration into the catheter tubing. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation, investigation findings, investigation conclusions),

Event description:
N/a.